Event description:
During an in-clinic follow-up, failure to capture and crosstalk were detected on the right ventricular (rv) lead. The cause of the event is due to suspected lead damage. No known intervention has been performed. The patient was stable and will continue to be monitored.